Event description:
The following information is from the article "community use of the amplatzer atrial septal defect occluder: results of the multicenter magic atrial septal defect study". As reported by the implanting physician, the predominant reason for treatment failure was insufficient rims, occurring in 45% (9/20) of unsuccessful cases. Complete article is attached.